Event description:
It was reported that at implant the patient was in atrial flutter so the atrial lead threshold was not measured. Two days post implant, cardioversion was used to treat the atrial flutter. A pacing failure was confirmed after the cardioversion and the atrial lead was revised. The next day, tamponade was found by echocardiography. A pericardial drainage was done immediately but the heart did not beat by itself and CPR was done. The atrial lead dislodged during CPR and dropped into the ventricle. The patient developed takotsubo myopathy after the drainage and percutaneous cardiopulmonary support and an intra-aortic balloon pump were applied. When the patient recovered several days later, the atrial lead was again revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). 5086mri implantable pacing lead (B)(6) 2012.